Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after approximately 1.5 years of service. Interrogation of the device demonstrated a monitoring voltage of 2.8 volts, with a charge time of 18.4 seconds. A guidant technical services (ts) consultant recommended perfomaing a manual capacitor reform. This action resulted in an extended charge time of 45 seconds, and a fault code 01 was displayed. Ts recommended immediate replacement, as therapy availability could not be confirmed. The device was successfully explanted and replaced with a similar guidant ICD.